Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer had reported via phone call of hospitalization for low blood glucose level of 20mg/dl. The customer was unable to troubleshoot at the time of call. The customer was unable to be reached during call backs. No further information provided at this time.